Event description:
Facebook complaint received: "I don't and even share my problems on social media! All I can say after I got my lap band in (B)(6) tx ! When I moved to (B)(6) tx l! I had an exam from the dr that taught the sa dr how to perform the procedure the dr in sa put the band to far down on the stomach!! And a dr who taught the other dr adjusted the band! I have gained my weight back and doubled it!! And I think my band is now leaking or slipping again! Only god knows! Make sure you have a back up plan! Or still the good insurance you once had! I just want my bad out! So it does not cause any other damage to my body if not already!!"

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.